Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Clinical notes from the date of the closed reduction note that the reduction was performed with traction and direct manipulation from anterior to posterior on the humeral side, there was a palpable clunk. Fluoroscopy was brought in and showed a reduced joint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product code: phx. Unique identifier (UDI) #: (B)(4). Concomitant medical products: item # 115378, comp rvs tray +10mm co 44mm, lot #905990. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 331030. Item # 180554, comp lk scr 3.5hex 4.75x35 st, lot # 028240. Item # 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 017540. Item # 115310, comp rvrs shldr glnsp std 36mm, lot # 961680. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 135680. Item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 391730. Item # 406669, stn pn thd tip .125x2.5in 2pk, lot # 354400. Item # 113635, comp primary stem 15mm mini, lot # 231180. Legal notification. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09590.

Event description:
It was reported that approximately 3 weeks post implantation, the patient suffered a dislocation. The physician was able to perform a closed reduction. Attempts have been made and no further information has been provided.